Event description:
It was reported that this electrode was implanted with the two-incision technique. One-year post implant, remote monitoring detected the smartpass feature had programmed itself off. A follow-up confirmed the reason was low intrinsic amplitudes. To address this, the sensing vector was programmed from the primary sensing vector to the secondary sensing vector, and the smartpass feature was programmed back on. A chest x-ray confirmed that electrode dislodgement had occurred. An electrode defibrillation test was performed and was successful. The patient opted to not have the electrode repositioned. The doctor imposed additional physical activity restrictions on the patient. Two years later, the patient asked to have the electrode repositioned in order to continue exercising. To reduce the risk of lead further dislodgement, the three-incision technique was performed, fixing the lead tip to the fascia. The xiphoid incision sleeve was secured to the fascia in three places. Defibrillation testing was again performed with success. There were no additional adverse patient effects. The system remains implanted.